Event description:
The patient was not alert and admitted to the hospital. The reporter requested the pump be checked following an MRI. The reporter could provide no additional information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter model 8711, lot# j0058209r, implanted: (B)(6) 2002, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).